Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon (clogging of the air/water nozzle with foreign material), and also found that the air/water nozzle was not deformed, and the subject device was insufficient/incorrectly reprocessed and was used for next procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from olympus china and similar past cases, omsc surmised that the clogging of the air/water nozzle with foreign material might be occurred because the accessory such as the injection tube of the subject device or a part of the silicone rubber products used in the endoscopy room at the user facility had been accidentally invaded into the subject device. In addition, it was surmised that the insufficiently/incorrectly reprocessing of the subject device might be occurred because the staff of the user facility had not been trained sufficiently on the handling and reprocessing the subject device according to the instruction manual. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified gastroscopy using the subject device in combination with the video processor cv-290, it was found that the air/water nozzle of the subject device was malfunctioned. Olympus china was found that the air/water nozzle was clogged with foreign material (black rubber) during the incoming inspection for repair of the subject device. There was no report of patient injury associated with this event.